Event description:
The complainant stated that pt was undergoing a cardiac catheterization when a device being used called an "angio seal" hemostatic puncture closure device, detached resulting in a femoral vein occlusion. This event caused the need for surgical removal of the device and resulted in a femoral bypass. The complainant stated that they became aware of a recall for this type of device that took place in early 1997 for lot #'s 879905 and higher. The recalling firm was sherwood davis and geck located in st louis, mo. The recall indicated that the MFR was quinton instruments co located in bothell, wa. The complainant wanted to know if the device implicated in event (lot #801916) should have been recalled. Complainant requested a medwatch form and wanted to know if FDA could provide any add'l info regarding the subject recall. Field officer sent the complainant the form with a cover letter explaining where and how they could obtain add'l info regarding the recall since this info is not available in the district.